Event description:
Tip of the dissecting tool was noted to have a brown/red color to it. Did not touch patient. Removed from field, new tip obtained. Item is disposable, single use. FDA safety report ID# (B)(4).